Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Insulin pump also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported via phone call to have moisture under display screen due to insulin pump exposure to pool water. Customer's blood glucose was 264 mg/dl. Customer was advised that insulin pump would need to be replaced.